Manufacturer narrative:
Analysis was performed by the rse and customer. The customer reports bedside monitors spontaneously lost custom profile for this unit. The rse advise the customer to check if anybody in the biomed department has a copy of the intelliview support tool. The customer will email back. Based on this information, there does not appear there was a device malfunction that contributed to the reported event. The customer emailed back and was able to reconfigure the monitor with the support tool. No other information was made available.

Event description:
Philips received a complaint on an intellivue mx750 patient monitor indicating that the bedside monitors spontaneously lost custom profile for this unit. The device was in clinical use at time of event, no adverse event was reported.